Manufacturer narrative:
Aroa's review of manufacturing documentation for the subject lot (ert-24i19) has confirmed that the devices were produced in accordance with the established procedures. All process specifications and final release specifications were satisfied. Dysphagia and perforation are noted as potential complications in the instructions for use of the device. There was no evidence to indicate that the device caused or contributed to the event.

Event description:
It was reported that a patient underwent hiatal hernia repair with ovitex 1sp and the linx reflux management system on (B)(6) 2025. The patient presented with dysphagia and returned for endoscopy on (B)(6) 2025 where potential entry into the esophagus was noted. The surgeon noted that they plan to perform an additional endoscopy to address the issue.